Manufacturer narrative:
This is the same event as 3010536692-2015-00608. Report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the acetabular liner appeared to have been disengaged from the acetabular shell.